Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be related to difficult imaging. The reported poor image resolution was due to challenging anatomical conditions. The reported unchanged mitral regurgitation (mr) was a result of the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances as no treatment was provided for the reported unchanged mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. Shadowing from the previously implanted ring was noted on the posterior leaflet. Post deployment it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). In the physicians opinion the slda was due to difficult imaging as it was difficult to visualize leaflet insertion. No intervention is planned, and the mr remained at a grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.